Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient's mother noticed a red area at her child's head. According to an ent surgeon, the patient suffered from otitis media and was treated with antibiotics. Testing was carried out which showed 5 channels having increased impedances.